Event description:
A site representative, sterile processing, reported a damaged vertek arm. The vertek arm's internal locking mechanism was not functioning. This damaged was discovered while in sterile processing with no clinical impact. There was no patient present when this issue was identified.

Manufacturer narrative:
Suspect vertek arm was received for evaluation. The vertek arm will not tighten. The handle has broken loose and spins freely. Complaint confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for analysis.